Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon inspection, the outer sheaths of the cylinders were found to be torn, and leakage from the inner cylinders was observed. As a result, the device was explanted. No patient complications were reported.